Event description:
On 03/20/2000, the account reported a positive suds hiv-1 result on a mother. Based on the positive result, the infant was treated with retrovar q 6 hrs and neverepine 6 mg pox1. The sample was then tested with abbott hiv 1/2 eia and was negative. The treatment was then discontinued based on the negative result. Account stated that the sample was weak reactive with suds hiv1 and that the negative control was also coming up positive (less than 1+).